Event description:
Legal case ¿ USA (mdl no. (B)(4)). Patient ID: (B)(6). 8. Plaintiff was implanted with the following exactech device: optetrak logic. 9. Leg in which the exactech device was implanted: right. 10. Date the exactech device was implanted: (B)(6) 2011. 11. State in which the exactech device was implanted: (B)(6). 12. Date the exactech device was surgically removed/revised: (B)(6) 2023. 13. Plaintiff has suffered the following injuries and complications as a result of this exactech device: suffered persistent right knee pain leading to revision surgery. Mechanically aseptic loose right total knee arthroplasty found at revision. It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2011, and then experienced revision surgical procedure on (B)(6) 2023 approximately 12 years and 4 months after initial implant. No images were provided. There is no other information available. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Historical record and smartsolve searched for sn/patient name with no results. No further information. (B)(6), 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883. Concomitants: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4; (B)(6), 02-012-41-4030 - logic tibia traptray cem sz 4f/3t; (B)(6), 200-02-35 - three peg patella 35mm. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. This complaint file is based on initiation of a legal filing. The information provided is the extent of information available at this time. As this case is being handled via the legal process any additional information received in the future as part of the legal discovery and review processes will be documented, evaluated, and processed under this complaint file accordingly.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.